Event description:
The customer reported that touchscreen was locked. It was unknown how the issue was found. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The customer reported that the touchscreen was not working. The service engineer replaced the touch panel. The device was working and complies with the manufacturer's specifications.